Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead noted high out of range impedance measurements and noise in a routine follow-up. The noise was oversensed, but there was no asystole as the patient was not pacemaker dependent. X-ray confirmed the rv lead was fractured. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.